Event description:
It was reported that the stent came off balloon and dislodged. It was still in the pt. There were no reported pt complications. This product is not available for testing and evaluation. Additional information has been requested and will be submitted within 30 days upon receipt.